Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 248 mg/dl. No significant events leading to the alarm were observed. Another error alarm occurred during troubleshooting. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-28084.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm history due to history files was overwritten. The insulin pump passed prime/d33, displacement and basic occlusion tests. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.